Event description:
Boston scientific received information that the patient with this implantable pacemaker and non-boston scientific right ventricular (rv) lead presented to the emergency room via ambulance in complete heart block. The ventricular rate was noted to be in the 20 beats per minute (bpm) range and the patient noted receiving a shock in the ambulance. The device was interrogated and was found to be in retry mode, with a ventricular amplitude set to 5.0 v at 0.4 milliseconds (ms), and there was no capture. Threshold testing was completed and the ventricular threshold was 4.0 v at 1.0 ms. The device was reprogrammed to 6.5 v at 1.0 ms with capture. The ventricular impedance measurements decreased to 380 to 400 ohms. The patient was being admitted to the hospital to evaluate possible causes of the rise in ventricular thresholds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.